Event description:
It was reported when using the bd pyxis medstation system multiple patient orders were not crossing. The customer reported that patients' details were not crossing over from medtech to es server. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple patient orders were not crossing. The technical support specialist attached an article of " hospital network / adt / oe or customer 3rd party software issue " for the user reference and confirmed that the issue was resolved by hospital it. The serial number, UDI and manufactures details kept blank since the given asset information found to be facility liscence. The system functioned as intended after the technical support specialist troubleshooted the device.